Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose level was 115 (mg/dl). Although confirmation was requested as to whether or not replacement charging supplies resolved the reported charging issue, it was unable to be confirmed.